Event description:
The article "implication of the dose of mineralocorticoid receptor antagonist following transcatheter edge-to-edge mitral valve repair" was reviewed. The article presented a retrospective multi center study, to evaluate the prognostic impacts of mra dosing in older patients receiving teer for secondary mitral regurgitation. Devices mentioned include mitraclip. The article concluded that in older patients who underwent teer for secondary mitral regurgitation caused by systolic heart failure, even a low-dose mra was associated with improved clinical outcomes compared with no mra administration. However, further up-titration of the mra dose did not result in additional improvements in clinical outcomes. [The primary author and corresponding author was teruhiko imamura at toyama university hospital institution with corresponding email teimamu@med.u-toyama.ac.jp]. The time frame of the study was april 2018 to june 2023. A total of 2,026 patients were included in this study, of which 2,026 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included dyslipidemia, diabetes, atrial fibrillation, history of ventricular tachycardia and stroke. (B)(6), unk mitraclip. Peri- and post-procedural complications included death, heart failure, prolonged hospitalization

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. Attachment: article titled "implication of the dose of mineralocorticoid receptor antagonist following transcatheter edge-to-edge mitral valve repair".

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including dyslipidemia, diabetes, atrial fibrillation, history of ventricular tachycardia and stroke. Complications reported included death, heart failure, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.